Manufacturer narrative:
Concomitant medical prdoucts: 8253200 (patient interface 8253200 response 3.0): serial number - (B)(4); lot number ¿ 209562443; manufactured date ¿ may 4, 2015; UDI # - (B)(4); 510k - k083124, 8253001 (mainframe): the product analysis indicates that service and repair was unable to duplicate the reported issue. There was no fault found with the mainframe. It was tested and passed to manufacturing specifications. The 8253200 (patient interface): the product analysis indicates the patient interface was returned with a cut in the cable insulating and broken cable clips. The cable and cable clips were replaced. The patient interface was tested and passed manufacturing specifications. The reported issue could not be verified. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a case, there was no stim response from the nim response 3.0 mainframe and patient interface. There was no patient impact.